Manufacturer narrative:
Section h10: (h3) the evaluation of the revision reported was likely the result of either an insufficient bond between the femoral component and the bone, a post traumatic event, multiple previous revision surgeries, or a combination of the three, which led to aseptic (non-infected) femoral loosening, lack of motion, and pain. However, this cannot be confirmed as the explanted devices were not returned for evaluation. Concomitant devices: truliant tibial ps insert size 3, 9mm, cn: (B)(4), sn: (B)(6). No information provided in the following section(s): a4, a5, b6. The following section(s) have additional info: g4, g7, h1, h2, h3, h6 and h7. Section h11: corrections made in the following section(s): (h6) updated codes.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: truliant tibial ps insert size 3, 9mm (cn: 02-022-35-3009, sn: (B)(4)).

Event description:
As reported, this is the (B)(6) y/o female patient¿s most recent revision occurring approximately 8 months post the femoral revision. This is the 2nd femoral revision due to loosening and lack of motion and pain.